Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that during a device revision, the physician accidentally fractured the right atrial (ra) lead. The physician decided to explant and replace this lead. It is unknown if this lead will return. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that during a device revision, the physician accidentally fractured the right atrial (ra) lead. The physician decided to explant and replace this lead. The lead is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that during a device revision, the physician accidentally fractured the right atrial (ra) lead. The physician decided to explant and replace this lead. It is unknown if this lead will return. No additional adverse patient effects were reported.